Manufacturer narrative:
Date of event/therapy date was sometime in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak as a result of a loose connection between the transfer set and the homechoice cassette during peritoneal dialysis therapy on the homechoice device. The nurse explained how the homechoice device functioned and detected air. There was no patient injury or medical intervention associated with this event. No additional information is available.